Manufacturer narrative:
PMA/510(k): this material is not released for sale in the USA, therefore no 510k is available. (B)(4).

Event description:
Pentax medical was made aware of an event that occurred at a facility outside the united states in (B)(6). The reported complaint received on (B)(6) 2019 of "nozzle lost. Detected at reprocessing at customer side. Information form field technician: the borehole for the nozzle is too big", involving the pentax medical video colonoscope, model ec-3890fk2, serial number (B)(4). Device sold at (B)(6) 2018, no repairs. No other information was received. On (B)(6) 2020, a device history record (DHR) review for model eec-3890fk2, serial number (B)(4) was performed, the DHR review confirmed the endoscope was manufactured on 10-oct-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed.